Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.

Event description:
It was reported that the lead was explanted due to elevated thresholds, as a result of a suspected exit block or micro-perforation of the setscrew tip. No pericardial effusion was observed.